Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2020. H3 evaluation: one open sample of product code z316, lot mkk135 was received for analysis. The sample complaint was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mkk135, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Investigation summary: two pictures were provided for analysis. Upon visual inspection of the photos, an open box and a damaged needle-suture piece of product code z316, lot mkk135 could be observed however, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: what was used to complete the procedure? A new suture was used to complete the procedure.

Event description:
It was reported that an animal underwent an ovariohysterectomy procedure on an unknown date and suture was used. During the procedure, the suture broke when closing the fascia. The breakage happened in the middle of the suture not at the knot. Another device was used to complete the procedure.